Event description:
The manufacturer received information alleging a patient expired. A family member observed the oxygen tubing from a concentrator had become disconnected from the ventilator. The patient was transported to a hospital where she expired. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient expired. A family member observed the oxygen tubing from a concentrator had become disconnected from the ventilator. The patient was transported to a hospital where she expired. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device was recalibrated to address the issue.a single occurence of the "service required" code was logged approximately one year prior to the date of the reported event.